Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call customer was experiencing high blood glucose levels of 600+ mg/dl and being hospitalized on (B)(6) 2017. The customer's current blood glucose levels are 529mg/dl. The customer is not having any current symptoms related to high blood glucose levels. The customer treated high blood glucose levels with pump and manual injections. The customer was wearing pump during hospitalization. The customer decline to trouble shoot for high blood glucose levels.

Manufacturer narrative:
Insulin pump received with broken off piece at the reservoir tube lip. The p-cap / reservoir did not lock properly. Insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label.